Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while using the camera head the screen changed color. The issue occurred during an unspecified procedure. The staff restarted the whole system in order to complete the case. The procedure was completed with this device. There were no reports of patient harm.